Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an extreme pain and an infection was suspected. The patient was placed on antibiotics. The physician opened the ipg pocket and determined there was no sign of infection. The ipg remains implanted.